Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Event description:
The customer reported concern with IV tubing not running when piggy backed. She hasn't always been able to flush thru the site and reconnect it. She had problems with upper and lower connection ports. The condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.